Event description:
It was reported that oil/grease was found inside 33 bd luer-lok¿ tip syringes before use. The following information was provided by the initial reporter: "the syringes having oil/grease inside of them and they are unsure if they are safe for use.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-apr-2023. Thirty three samples and photo received by our quality team for investigation. Upon visual evaluation, clear liquid identified as silicone can be observed in the fluid path of the syringes. A device history review was performed for the reported lots 2010094, 1286653, 1337265, 1337269, 2046956, 2193774 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the samples, results verified amount of silicone was with the required limits. According to silicone content test performed with samples received, an excess of silicone cannot be confirmed. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that oil/grease was found inside 33 bd luer-lok¿ tip syringes before use. The following information was provided by the initial reporter: "the syringes having oil/grease inside of them and they are unsure if they are safe for use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to corrections: b.5. Describe event or problem: it was reported that oil/grease was found inside the bd luer-lok¿ tip syringes before use. This occurred 33 times each in lots 1286653, 1337265, 1337269, 2019094, 2046956, and 2193774. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1286653. D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 06-dec-2021. D.4. Medical device lot #: 1337265 d.4. Medical device expiration date: 31-dec-2026 h.4. Device manufacture date: 03-feb-2022 d.4. Medical device lot #: 1337269 d.4. Medical device expiration date: 31-dec-2026 h.4. Device manufacture date: 05-feb-2022 d.4. Medical device lot #: 2019094 d.4. Medical device expiration date: 31-jan-2027 h.4. Device manufacture date: 07-mar-2022 d.4. Medical device lot #: 2046956 d.4. Medical device expiration date: 28-feb-2027 h.4. Device manufacture date: 14-mar-2022 d.4. Medical device lot #: 2193774 d.4. Medical device expiration date: 31-jul-2027 h.4. Device manufacture date: 13-sep-2022.

Event description:
It was reported that oil/grease was found inside the bd luer-lok¿ tip syringes before use. This occurred 33 times each in lots 1286653, 1337265, 1337269, 2019094, 2046956, and 2193774. The following information was provided by the initial reporter: "the syringes having oil/grease inside of them and they are unsure if they are safe for use."